Event description:
A recent patient download from a (B) (6) female patient revealed several "battery charger fault" flags. Further review of the patient record revealed that these occurred on the same battery. Support contacted the patient and replaced the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The white wire connects the cells to the board. The root cause of the broken wire was a manufacturing assembly error of too much solder on this lead. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the fault battery pack. The patient received a replacement battery pack.